Event description:
The customer reported a collimator closed down. These errors would result in a system lock up. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.